Event description:
It was reported that a urinary foley catheter was inserted preoperatively, but no urine output was observed. The catheter was removed for inspection and flushing test, which revealed that the distal tip had no opening, preventing fluid from draining. The catheter was identified as defective, and the issue was resolved after replacing it with a new one.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.